Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip replacement (B)(6) hospital (B)(6) 2019. Primary hip, approximately 2005, dr (B)(6). No further information available. Reason for revision; fracture. Periprosthetic fracture around femoral component. Evidence of discoloured tissue possibly associated with metal on metal articulation. Bone deterioration around acetabular component potentially associated with metal on metal articulation. Has the reporter facility indicated there may be legal action: unsure however revision of asr associated with periprosthetic femoral fracture. Unknown jrn: 54mm asr acetabular component - discarded. +2 asr sleeve - discarded. 47mm asr femoral head - discarded. Size 12 non collared corail femoral component.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Additional information received indicating: there was evidence of discoloured tissue thought to be associated with the metal on metal articulation. The bone quality around the acetabular component appeared to be of a poor quality and could possibly be deemed as osteolytic associated with the metal on metal articulation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.